Event description:
Since the launch of the new transducer protectors, staff have voiced multiple complaints that the transducers are not attached to the lines securely upon opening line packages and that even after staff ensures connections are tight, there are still issues with air-lines entering mostly at the venous chamber end. Staff reported the transducers will "blow off" machine this happened at random times during circulation as well as during treatments. Blood loss events are having reported due to system clotting r/t the transducer issues. Staff are frequently replacing transducers which is not only time consuming but lead to extra unnecessary cost.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.